Event description:
Dealer alleged that then sieve beds are saturated. Repair states the unit was alarming with a red light, the muffler was saturated and the poppet valve wasn't shifting.

Manufacturer narrative:
During testing and repair at the service center, the unit was alarming with a red light.  This was due to the poppet valve not shifting that, sieve beds and muffler being saturated led to the malfunction.